Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the recharger unit will not charge itself from the wall. The pin connector of the cord that charges the recharger was damaged as well as the connection to the recharger it self. Patient does not remember when or how it was damaged. Tried different cord and different recharger. The new recharger they tried functions perfectly. The issue was resolved. Rep also reiterated damaged belt. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Information was received from a patient's representative (pt rep) regarding an external device. It was reported that the patient (pt) wanted to schedule a manufacturer representative (rep) to be at the patient's (pt) appointment with a neurologist on monday. The patient's representative (pt rep) would like the rep to come out and check the device as it had not been checking for a while. Pt rep reported yesterday the pt had trouble with a charger. Pt was not available on the call, pt rep described pt had a remote and was trying to charge and had it all night and it did not charge. The handheld was showing a little box and a cord and prongs coming out. Everything was plugged in but pt could not get anything to come on the device. Pt would like the rep to look at their equipment and check the device out. Patient rep called back repeating information from previous call. Caller reported that they met with a rep yesterday and had the charger and belt looked at. Caller stated that the patient also had a broken belt and they spoke with the rep about the issue and that the rep told them to call patient services to have that replaced; caller added that the rep was able to replace the charger as it was not working and unable to make a connection due to 2 prongs pointing the wrong direction. Caller noted that the charger issue is resolved and that they just need help with a belt replacement. Caller mentioned that they met with the rep about the charger issue and belt issue. A replacement recharging belt was sent out.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial: unknown); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.